Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros potassium (k+) and vitros sodium (na+) results were obtained when testing one level of non-vitros biorad control fluid on a vitros xt7600 integrated system. Biorad level 1 lot 45891 vitros k+ result 6.88, 6.88, 6.76, and 6.78 mmol/l versus expected vitros k+ result 2.69 mmol/l biorad level 1 lot 45891 vitros na+ result 179.3 and 179.3 mmol/l versus expected vitros na+ result 117.0 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros k+ and vitros na+ results were obtained when testing a quality control fluid. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros potassium (k+) and vitros sodium (na+) results were obtained when testing one level of non-vitros biorad control fluid on a vitros xt7600 integrated system. The assignable cause of the higher than expected vitros na+ and vitros k+ quality control results is suboptimal calibrations. The calibrations for both assays that higher than expected results were obtained on were atypical when compared to the expected calibration values. The cause of the suboptimal calibrations is unknown, although an issue with the pipette used by the customer cannot be ruled out as a contributor to the event. The customer stated it had been a while since it had been calibrated, however did not provide a timeline for the most recent calibration to confirm if the calibration was past due. Historical vitros na+ and vitros k+ quality control results were not as expected and showed unacceptable within laboratory precision. The customer is using baseline sd values that are larger and smaller than the vitros assay sheet sd values. Using larger sd values than recommended can make it difficult to identify an issue with precision. The quality control results obtained after the most recent calibration event indicate vitros k+ lot 4102-1080-8607 and vitros na+ lot 4246-1076-8733 in combination with the vitros xt7600 integrated system are performing as expected when compared to the peer data when using the assay sheet sd values. In addition, continual tracking and trending does not indicate a systemic issue with vitros k+ lot 4102-1080-8607 and vitros na+ lot 4246-1076-8733. Email address for contact office in field MFR site above is (B)(4).